Event description:
During a video assisted thoracic surgery with lung volume reduction the ez45 would not close easily. The surgeon heard a clicking sound. The instrument did not release easily. The surgeon did not attempt to fire the instrument in the pt. A new instrument was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a bent knife. No conclusion could be reached as to how this damage occurred. Each instrumentis evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.